Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was over dispensing. There was no patient involvement. The issue was discovered during routine preventive maintenance inspection.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing was performed and could not confirm complaint that the device was over delivering. Probable cause was not determined. No parts were replaced. Device was running normally.